Manufacturer narrative:
Previous report(s) in this series should have contained the following narrative text: "this report is being submitted as part of a retrospective review and remediation for CAPA 564121 per (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that this transcatheter bioprosthetic valve was implanted via the right femoral artery with a minimum access vessel of 9 millimeters (mm). The 24 hour electrocardiogram (ECG) identified a new left bundle branch block (lbbb). No treatment reported. Approximately 66 days following the valve implant a new type b thoracoabdominal aortic dissection with aneurysmal enlargement was identified via computed tomography (CT) imaging. The dissection extended to the subclavian to right common and external iliac arteries and did not appear to involve valve. There was no noted injury or report of suspicion of a vascular injury during the valve implant procedure. There was no calcification or tortuous anatomy noted in the pre-procedure computed tomography (CT) scan. Treatment included a beta-blocker and calcium channel blocker for blood pressure control. An electrocardiogram (ECG) noted normal sinus with left bundle branch block (lbbb). This was no change since previous. As reported, baseline hemoglobin was ¿normal¿ at hospitalization. The hemoglobin measured 11.8, 10.4, 10.9, 11.4 and 12.4 between the day following hospitalization through 7 days following hospitalization. Discharge occurred 4 days following admission. Approximately 1 year following the identification of the dissection, during an appointment with a vascular surgeon, the patient remained asymptomatic. A recent computed tomography (CT) of the chest, abdomen, and pelvis showed remodeling of thoracic aortic dissection. The outcome reported as resolving/recovering. As reported, the event was probably related to the procedure. The physician reported the dissection was causal to the delivery catheter system (dcs) and valve implant procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the product was not returned; therefore, no product analysis can be performed. This report is being submitted as part of a retrospective review and remediation per (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.